Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they have a faulty reservoir. Customer reports they can smell insulin, see air bubbles, and the reservoir has a leak. Customer had a blood glucose level of 400 mg/dl and treated with a manual injection insulin pen. Troubleshooting occurred but issue remains unresolved. Product will be returned for analysis.